Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported a patient enrolled in a clinical study underwent right total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due anterior knee pain, contusion of the knee and knee osteoarthritis. The poly liner was removed and replaced and the patella was resurfaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted indications of wear in both condyle articulating surfaces; however examination of returned device was inconclusive in determining root cause of event.